Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient got ins for retention but said they have been catheterizing for 4 months and that it was not working. Patient also stated that they got a uti and was on antibiotic now and had been to the ER twice. Patient further explained that each time they gets a uti , the device would not work. Patient had 4 programs and had tried 2 new ones in addition to the 4 programs. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient called in again about their uti and the stimulator not working. No further complications were reported or anticipated.